Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on the screen. The customer¿s blood glucose level was unknown at time of incident. Customer was advised to change complete stated that hard to read the current pump and no delivery alarms. The insulin pump will not be returned for the analysis.